Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported that the pump was delivering the more insulin than expected. The blood glucose value at the time of the event was 110 mg/dl. The customer was treated with fast carbs. The event involved product(s) mmt-1886. Troubleshooting was performed for hypoglycemia. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smart guard feature at the time of the event. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
Unit passed self-test, rewind, prime/seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0873 inches. No over/under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. No pump errors listed in the pump downloaded history. Confirmed 19.000 units of normal bolus was delivered on (B)(6) 202025 between 01:16:25.000 and 23:56:27.000. Found moisture damage to pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, pillowing keypad overlay and cracked keypad overlay. The sc1 cap/reservoir does lock properly. Pump passed functional testing and no over/under delivery anomalies noted during testing. Over delivery not confirmed. Magnetic field or MRI exposure not confirmed. Confirmed moisture damage to pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.